Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, a polyp was removed with this forceps device. A bleed occurred at the biopsy site which was treated using a resolution clip. Reportedly, the bite taken by the device was larger than what the user was accustomed. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).